Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. (B)(4). A lens work order search was performed. No similar complaints found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -13.5/2.0/91 (sphere/cylinder/axis), implantable collamer lens was implanted upside down on (B)(6) 2021. The lens was implanted, removed and replaced within the same surgery and the problem resolved. Cause of event was reported to be user error.

Manufacturer narrative:
B5 - per email on 08/oct/2021, the reporter stated that "the patient doesn't have injury" and the cause of the event was due to the "doctor's installation error, it had nothing to do with the device." Claim#: (B)(4).